Manufacturer narrative:
Analysis of the lead, model 977a290, lot no. 0210781052, found no anomalies. Analysis if the three stylets (green handle/blue cap, white handle/blue cap, and white handle/white cap), model unknown, serial/lot no. Unknown, found stylet wire bent in multiple locations. Analysis of the stylet (green handle), model unknown, serial/lot no. Unknown, found no anomalies. We received the lead with the green/blue stylet inserted in with about 8cm of the stylet sticking out of the lead. We removed the stylet from the lead. We inserted the green stylet all the way into the lead. We then manually straightened the other three stylets that were bent in multiple locations and were able to insert those stylets as well all the way into the lead. No issues were found with the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Product ID: 9779090, lot# 0207977602, product type: accessory. Product ID: 977a290, lot# 0210781052, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that following a trial lead (model 977a290) implant, the neuropathic leg and back pain patient "felt stimulation only at the front of the torso." Intraoperative x-rays were performed and found the patient's lead had "turned to ventral." It was noted that "programming showed the same results as the x-ray." The patient was reprogrammed several times without success. There were "no patient factors" that had contributed to the event. An electrode revision procedure was performed at the time of report to explant the lead, though the issue remained unresolved at that time. Additional information reported that during the lead revision procedure four different stylets could not be fully inserted into the trial lead (model 9779090). It was stated that during the procedure the operating physician made an incision to the depth and removed the extension and bumpy anchor; it was noted that "no punction was necessary because the electrode should only be moved to the dorsal midline." When the physician tried to insert the green/blue stylet into the lead, the stylet could not be fully inserted and "approximately 10 cm were left." The hcp "tried it with more force, pulled back the electrode and tried it again, with no result." It was stated that "approximately 10 cm could not be pushed in the electrode." It was noted the hcp "tried it with all four stylets several times with the same result." The hcp "tried to push the electrode forward without the stylet" and found "it was not possible." The hcp then removed the lead from the patient's body and again tried to insert the stylet, however it remained "not possible to push the stylet forward." Once again all four stylets were tried "again and again," but it remained not possible to insert the remaining 10 cm of each stylet into the lead. The hcp eventually "finished the surgery after two hours, without success." It was stated the lead "was not implanted." The patient was alive with no injury at the time of report and the issue remained unresolved; the patient was to receive a replacement lead "in the near future" as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.